Event description:
It was reported to boston scientific corporation in 2007 that a speedband superview super 7 was used during a variceal banding procedure performed five days prior (female patient; age and weight are unknown). During the procedure, when the physician was trying to fire the bands, the bands would not stick to the varices. After trying a couple that would not stay on, he pulled the scope back and the ligating head had fallen off. The varices were bleeding, so the physician injected norepinephrine. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2363.

Manufacturer narrative:
No consequences or impact to the patient. Component broken (labeled). According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices) was: not checked.